Event description:
The customer reported that prior to use on a pt, the iabp would not power up. The pt was switched to another iabp and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the power supply (part number: 0014-00-0033-05), the iabp tested to factory specification. It functioned normally and was returned to the customer. We have requested that the power supply be returned to the mfg facility for evaluation. A supplemental medwatch report will be submitted when new info becomes available. (B)(4).